Event description:
Healthcare professional reported a lap-band system "filled to 10cc and tubing disconnected."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2013. The product associated with this report has not been returned as the device was not explanted. Based upon the partial implant date provided by the reporter the connector type is assumed to be taper ii. Further info from the reporter regarding the serial number and the actual implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."